Manufacturer narrative:
As the complainant indicated that tissue samples exhibiting blue hue/nuclear artefact involved in this complaint had been identified from processing runs executed on the five (5) instruments located in the laboratory in the period between (B)(6) 2017, the logs from each of the instruments was evaluated by the manufacturer for this period. This evaluation showed that each instrument functioned as designed during execution of the processing runs which either started or completed between (B)(6) 2017; and no use error(s) was identified in the interaction between the user and any instrument either prior to, or during execution of the processing runs which either started or completed between (B)(6) 2017. The root cause of the reported increase in the incidence and severity of the blue hue/nuclear artefact identified on (B)(6) 2017 could not be determined from the information available.

Event description:
Leica biosystems became aware of "non diagnosed cases/patients requiring re-biopsy" following processing of tissue samples using a peloris and/or peloris ll tissue processor(s) of the total of the six (6) instruments located in the laboratory. Information as to the specific number of cases/patients adversely impacted; identifiers for the patients involved; the serial number(s) of the instrument(s) in which the tissue samples from the non diagnosed cases/patients requiring re-biopsy were processed and the specific date(s) on which the event(s) occurred were not initially provided. On 16 december 2017, leica biosystems (B)(4) received clarifying information that five (5) rather than six (6) peloris/peloris ll tissue processors are in routine use in the laboratory. On 20 december 2017, the leica biosystems field support scientist (fss) assigned to this event documented that the laboratory had been experiencing an ongoing issue with blue hue/nuclear artefact at a low frequency without any clinical impact, for which an increased incidence was reported on (B)(6) 2017 with some tissue sections exhibiting more severe nuclear artefact than previously seen; and the problem was seen at random in a small number of blocks within the same basket across the five (5) instruments located in the laboratory. On 20 december 2017, the fss received the following information from the complainant regarding patient outcome: "there are 5 cases that we know there has been no diagnosis given to the patient due to the artefact we are calling blue hue. Unfortunately our clinical lead has asked for us to not give any patient demographics. 1 of these cases has been discussed with the clinician and they have confirmed that there is no effect to the patient pathway. We are still awaiting the outcome of the other 4 patients. We have a further 53 cases where there has been one biopsy affected within the block, but a diagnosis has been given on the other biopsies, with a comment in the report that they cannot remark on one of the biopsies present due to artefact". (This information was received by the manufacturer on 21 december 2017.) On 22 december 2017, the fss documented that it had been possible to report two (2) of the five (5) cases, with the remainder awaiting pathologist feedback. As at 11 january 2018, no further details in relation to patient outcome have been provided to leica biosystems. Device manufacturer date: 0260076a manufacturer date - october 31 2005, 0260148a manufacturer date - january 17 2007, 0260270a manufacturer date - january 21 2010, 0260297a manufacturer date - june 09 2010, 0265255a manufacturer date - august 11 2016.